Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, there were jammed staples; clips fell out. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Non-conforming crimp. The analysis results of the found that it was received with the crimp out of specification causing that the shroud subassembly loses its intended position in relation to the support tube. Due to this condition the clips could not be properly fed into the jaws, causing malformed clips. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.